Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. ?baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter received a medwatch on april 26, 2011. Customer reported a colleague infusion pump in which the patient's IV piggyback was placed on pump. Pump failed to infuse medication or beep when occluded. This caused a missed dose. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.